Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 919018) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acne, dysmenorrhea, menorrhagia, depression, migraine, abdominal bloating, polycystic ovary, weight gain, libido decreased, hot flashes, night sweats, menses irregular, arthralgia, headache, palpitations, irritability, back pain, breast tenderness, degenerative disc disease, automobile accident, cramp in lower abdomen, uterine bleeding, fatigue, intermenstrual bleeding, nabothian cyst, adenomyosis, paratubal cyst and general anesthesia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (underwent hysterectomy , bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and allergy to metals outcome was unknown. The reporter considered allergy to metals, genital haemorrhage and pelvic pain to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure (batch no. 919018-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included acne, dysmenorrhea, menorrhagia, depression, migraine, abdominal bloating, polycystic ovary, weight gain, libido decreased, hot flashes, night sweats, menses irregular, arthralgia, headache, palpitations, irritability, back pain, breast tenderness, degenerative disc disease, automobile accident, cramp in lower abdomen, uterine bleeding, fatigue, intermenstrual bleeding, nabothian cyst, adenomyosis, paratubal cyst and general anesthesia. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (underwent hysterectomy , bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage and allergy to metals outcome was unknown. The reporter considered allergy to metals, genital haemorrhage and pelvic pain to be related to essure. Lot number reported (919018) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of product technical complaint. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformities data; should any new and reportable provided in a supplementary report.